Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-17753. The pt had 2 scs leads with the same lot number. It was reported the pt's scs system was explanted and replaced due to being non-functional.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.